Event description:
The pt was reportedly experiencing poor performance with the device. The impedance testing of the device showed multiple open electrodes. Surgery to explant the pt's device will be scheduled.